Event description:
A malfunction alarm occurred when the customer's blood glucose level exceeded a specified threshold. The customer was assisted by technical support to reset their pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.